Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cannula with 0.7 units of insulin instead of 0.3 units resulting in 0.4 units of insulin being inadvertently delivered to the customer. Customer's blood glucose level was 151-152 mg/dl. Tandem technical support educated the customer regarding the fill process.